Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Suspected cause was the pump not delivering enough insulin. At the time of the event, air bubbles were not observed within the pump supplies. A supply change was performed to address the issue; however, the issue continued. Reportedly, the customer reverted to alternate insulin therapy for diabetes management.